Event description:
It was reported the patient had been experiencing rib pain when bending over. As a result, the patient's ipg was relocated to the patient's abdomen via surgical intervention on (B)(6) 2019. Surgical intervention is believed to have resolved the patient's issue.